Manufacturer narrative:
The reported ultra fast-fix curve assembly intended for use in treatment, has been returned for evaluation. Visual assessment of the device shows the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle confirming t2 was advanced to the pre-deployment position on the delivery needle. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed both ts have been cut from the suture, only t1 was returned. T1 and the returned suture showed no abnormalities. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not maintaining the needle insertion tip within the arthroscopic view. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery, a simultaneous deployment occurred, the t2 anchor was slipped out after deploy t1 anchor. A back up device was available to complete the procedure with no significant delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.